Event description:
(B)(4). Yes, insurance covered the device. 6 months after implant I developed pancreatitis. Urgent frequent urination, heavy and painful periods, hair loss, headaches, anxiety, weight gain. As the years go on, its been 11 now, these symptoms intensified with an onset of joint pain, teeth falling apart, lack of sexual desire, depression, pancreatic pain. It now feels like the systemic inflammation is squeezing my insides causing constant pain only helped by narcotics. My moods are horrible, my pain its horrible and I can't work. For 11 years I have had no more than 2 hours of sleep at a time due to frequent urination. I can't lose weight and look pregnant. Its been a horrible experience and is ruining my life.